Event description:
Reporter alleged obtaining the results of 15.5 mmol/l, 7.6 mmol/l and 11.5 mmol/l back to back from the same blood drop, within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. Absent the lot number, manufacture date cannot be determined.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. Absent the lot number, manufacture date cannot be determined. (B)(6) 2012, the reporter provided the information for emdr area location, which was "home".